Manufacturer narrative:
(B)(4). UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information received, it was reported that a piece of plate got stuck, it was not seen in packaging and the clamp were sterilized like this. Impossible to remove this piece which is not visible. The tip / jaw of the forceps is blocked by a piece of needle that would have remained after an operation and sterilized with it. So in the next operation, putting on a new needle and deploying it (a priori) would have shown that the clamp was blocked and the piece of needle impossible to remove. It appears that this is a handling / use error which resulted in the new expressew clamp getting stuck (barely 4 uses), unfortunately rendering it permanently unusable. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the tip of the needle was protruding from the jaw and the tip was broken. Therefore, this complaint can be confirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Based on the information provided, it is possible that when not aligning properly the needle and handling of the needle what could have caused the white flag came off the expressew. The proper maintenance conditions of the device is unknown, a possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that a piece of the expressew iii needle device was blocking the tip/jaw on the expressew iii ac+ gun device that seemed to have remained after an operation and sterilization prior to the surgery which was impossible to remove. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report.b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep in france that during an unknown surgery on (B)(6) 2021, it was observed that the tip/jaw on the expressew iii ac+ gun device was blocked by a piece of expressew iii needle device that seemed to have remained after an operation and sterilization prior to the surgery which was impossible to remove. It was reported that there was no broken needle inside the patient as it happened outside the patient. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.